Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 365 laser fiber was used in a ureteroscopy and stent procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the fiber broke off when it was positioned in the fiberoptic ureteral scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a another flexiva 365 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported as a result of this event.